Manufacturer narrative:
Because the nvisionvle optical probe was not returned, it could not be physically inspected. The device history record was reviewed and no anomalies were identified that could have contributed to this event. The reporter did indicate that the device did not malfunction during the procedure. Related warnings in the instructions for use specify: this device will inflate to labeled diameter and therefore, should not be used in any anatomy where this size would be inappropriate. Strictures, inflammatory disease or esophageal masses may prevent the adequate expansion of the nvision vle optical probe.

Event description:
The physician selected a 20 mm nvision optical probe, which contains a 20 mm balloon, for the oct imaging evaluation. Patient presented with bleeding in small area at the proximal end of the patient's 4 cm hernia sac, post the imaging scan. Scan was performed and probe was removed successfully. After probe was removed, using white light endoscopy, a small area of bleeding was noticed. The physician indicated that the tip of the optical marking probe may have caused a small amount of trauma which resulted in the bleeding. The patient procedure was not affected and continued as planned. The bleeding was stopped with hemo-static clips and epinephrine injection at the site. The 20 mm nvision optical probe was inadvertently discarded in the sharps container and could not be evaluated.